Event description:
Lifecell received a copy of medwatch report (B)(4) regarding the case of a pt that underwent a revision of a roux-en-y gastric bypass, fistula takedown, and hernia repair with implantation of a xenograft for the hernia repair on (B)(6) 2009. As stated on the submitted medwatch report (B)(4), the pt developed signs and symptoms of infection, had blood cultures positive for yeast, and underwent surgical exploration resulting in the drainage of a splenic pus pocket and debridement of fascial necrosis. Cultures taken intra-operatively were positive for candida, lactobacillus, coagulase negative staphylococcus, and mold. This complaint was evaluated as not being related to the device, as the organisms that were cultured are common organisms of the gut and gastrointestinal tract, and candida is also normal flora as well as a pathogenic organism and has been known to grow in skin folds of obese pts. Severe disease is usually associated with an immunocompromised host. Positive blood cultures are evidence of a systemic infection as opposed to a local infection arising from the device. The pt also has a history of rheumatoid arthritis, which is an autoimmune disorder, thereby demonstrating that the pt did not have an intact immune system. This further increases her susceptibility to an infection with these organisms. Lifecell is reporting this event at this time to provide investigation results and conclusion of this event. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method: review of the device history records. Query of lifecell's complaint management system for any other complaints reported against devices distributed from lot s105725. Results: review of the device history records resulted in no remarkable findings, with no deviations or non conformities related to the nature of this complaint. Proper terminal sterilization and package integrity was confirmed for this lot. At the time of initial complaint investigation, there were 95 grafts from lot s105572 distributed, with no other complaints reported to lifecell against this lot, as of to day. Conclusion: the event is related to the pt's condition as the organisms identified are common skin and/or gut flora that have been shown to cause severe disease in pt's with a compromised immune system. The pt's history of rheumatoid arthritis, which is considered an auto-immune disorder, demonstrates that the pt did not have a normal immune systems.